Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The original implant was replaced with an 8mm x 320mm, standard nail using one proximal screw and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right tibia was replaced due to an infection and wound incision at the fracture site that was identified during a follow up visit.